Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they tried the on/off several times to see if it is the coin cell. The screen is black but the leds on the membrane switch panel are lighting up. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported user interface module screen is black on the avea ventilator. The customer confirmed that there was no patient involvement associated with the reported event.